Event description:
According to the reporter: the patient alleged injury. Based on the medical records, the patient underwent a hernia repair and surgery for sui/pop concurrently.

Manufacturer narrative:
(B)(4).